Manufacturer narrative:
Device has been evaluated but not yet repaired. The ventilator was returned the manufacturer's quality investigation lab. During the evaluation of the device at the manufacturer's quality investigation lab, an error code related to the charging of the internal battery was observed. The device's internal battery will be replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. The device has not yet been received by the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.